Event description:
Customer in (B)(6) notified biomérieux of incorrect results reported on vitek®2 ast-n340 (reference 419412). The customer reported the result as cephalosporinase instead of esbl. The internal quality control check, purity check, optical and densicheck were reported appropriately. The customer reported a delay in reporting results of 48 hours and results were reported to the physician. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to an incorrect extended spectrum beta-lactamase (esbl) phenotype for citrobacter freundii on the vitek® 2 ast-n340 test kit. The customer strain was submitted for the investigation. Identification of the organism was confirmed, and testing included the customer lot (cl 7800504103) and a random lot (rl 7800341103) of ast-n340 cards. In parallel, the reference method to determine the mechanism of resistance was performed : esbl screening tests with discs combined on mh +/- cloxacillin, confirmed the absence of esbl producing bacteria, but presence of high level cephalosporinase (ampc) . On vitek 2 v7.01 (aes parameters : casfm eucast 2016 + phenotypic) : two (2) ast-n340 cards from cba subculture were tested. Aes phenotype "extended spectrum beta-lactamase" was obtained with both lots. Esbl customer phenotype was duplicated in-house . The aes demonstrator knowledge base v7.01 (internal tool) allows to see that the intended "high level cephalosporinase" (ampc) phenotype is not proposed by aes because the piperacillin/tazobactam (tzp) value ( </= 4 mg/l s on all cards tested) is too low, one (1) doubling dilution (dd). The reference method was performed for this molecule : broth microdilution (bmd) which was the method used for tzp development (formulation tzp03n ) on ast-n340 card : --> ref mic tzp = 2/4 mg/l s. The vitek 2 tzp value is within essential agreement within one (1) dd compared to the reference mic and no category error. By consequence, this tzp value confirms the atypical profile of this strain, which does not allow to detect the high level case phenotype. Conclusion: the false esbl phenotype was duplicated in-house. This incorrect phenotype is due to the atypical tzp mic of this strain.